Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v288851, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v288851, implanted: (B)(6) 2009, explanted: (B)(6) 2014, explanted: 2014-01-06 product type lead.

Event description:
It was reported that the implantable neurostimulator (ins) worked fine until ¿it died.¿ when asked if the ins depleted normally, it was stated that was part of it, but it was thought that the ins ¿frayed and became dislodged.¿ it was thought that the patient losing 25lbs and practicing yoga also contributed. It was also stated that it was determined in (B)(6) 2013 that the ins and leads needed to be replaced. It was originally thought that only the ins needed to be replaced, but during the surgery the healthcare provider (hcp) noticed that the leads were frayed. The replacement ins and leads were stated to have been implanted in a different location. The hcp reportedly implanted the ins and leads on the side in which the patient had a ¿sciatic problem.¿